Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for a check-up. Upon review, the implantable cardioverter defibrillator exhibited high pacing impedance, under-sensing, noise, unexpected reset to back up mode, and failure to capture. Fluoroscopy showed that the pin was inserted past connector block. The implantable cardioverter defibrillator was explanted and replaced. No patient consequences.